Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) had decreased battery voltage. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst commented, telemetered battery voltage of device when received in the lab was 3.21v which is considered bol (beginning of life). (B)(4).